Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a pacing impedance measurement greater than 3000 ohms on the atrial channel. All other lead diagnostics were within normal limits. No adverse patient effects were reported.